Event description:
Cefepime IV was infusing into patient. IV pump was beeping as complete approximately 1hr and 15 minutes later. Rn went to assess and turned off machine when she noticed that there was still some medication left in the secondary piggy bag. Rn then noticied that the primary bag was not lowered and was hanging at the same level as the secondary. Once the rn lowered the primary bag to continue infusing the remaining medication, rn noticed that the IV drip chamber of the primary bag was rising above the tape level which the previous rn had placed to mark the original fill level. With the IV tubing disconnected from patient and the machine off, it is noticable that the secondary line continues to drip and fills into the primary chamber. This is a recurring problem at the hospital with no fewer than 15 cases identified once staff became aware of this problem.